Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a carotid procedure, a piece inside of the clasp that coagulates fell off after the surgeon had used it a couple of times. The piece came from the white teflon coating, it was retrieved. They continued the procedure with a new one. There was no impact to the patient.

Event description:
A patient reported blood glucose results of "216 mg/dl" and "140 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade gouged, a small portion at the distal tip of the tissue pad sliced off. The clamp arm was also gouged in the same area. The device was tested with a generator and a test handpiece and was functional. The damage to the tissue pad may have been caused by a sharp object coming in contact with the distal tip, which may have caused the gouges to blade and the clamp arm.